Manufacturer narrative:
The device intended to be used in treatment has been returned and evaluated, establishing a relationship with the reported event. A visual inspection reported no visual issues. When fresh batteries were inserted the device did not function. Device performance data found that the device reached its end of life as the system time reached > 7 days, with the root cause identified it had reached its 7 days end of life. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during npwt, the pico with soft port 15x15cm turned off and does not work even when the battery is replaced. The treatment was finished with a smith and nephew back up device. The patient was not harmed.